Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect found. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 152 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. Husband also stated the truemetrix was being compared to another device; actual meter to meter comparison results were not provided. Husband stated that the customer was perspiring and was agitated. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. Husband stated that the product was stored on a table, but did not specify the storage location. The test strip lot manufacturer's expiration date is 09/22/2019 and open vial date is two-three weeks ago. The meter memory was reviewed for previous test result history: (B)(6).